Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged sepsis is related to the v.a.c. Simplicity¿ system. It was noted the patient was high risk for infections, and the patient had prior evidence of sepsis. The device passed quality control checks and met specifications before and after placement with the patient. Device labeling, available in print and online, states: standard precautions. Always follow standard precautions. Standard precautions are designed to reduce the risk of transmission of microorganisms from both known and unknown sources of infection. These precautions can be applied to all patients, regardless of their diagnosis or presumed infection status, and should be used when contact is anticipated with blood and all body fluids. This also included secretions and excretions (except sweat) regardless of whether blood is visible or not, non-intact skin (i.e., open wounds) and mucus membranes. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was provided to kci by the hospital case manager: the patient was re-admitted to the hospital due to sepsis and noted the v.a.c. Simplicity¿ system is allegedly "not as good as" the activ.a.c.¿ therapy system. No additional information was provided. Review of records noted the following: documentation provided on (B)(6) 2018, the nurse noted the v.a.c. Simplicity¿ system was discontinued on (B)(6) 2018 notes as "therapy goal not achieved - coverage criteria." Documentation provided on (B)(6) 2018, noted the patient was high risk for infections. Documentation provided on (B)(6) 2018, the physician noted the following: on (B)(6) 2018 under assessment/plan "perforated viscus. Patient has evidence of sepsis including elevated heart rate and elevated white blood cell count." On (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.